Event description:
It was reported to nova biomedical that a consumer has the h1n1 flu. She is getting results of "hi" (greater than 600 mg/dl) on her blood glucose meter. The consumer administered 3 unit of insulin based on these "hi" readings. The consumer subsequently experienced a hypoglycemic event requiring emergent food intervention. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.